Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, belt failed the hi-pot test. Investigation revealed the brown (-5v), black (main batt) and black pulse wires were open in the trunk cable connector overmold. The root cause of the damaged connector was unable to be positively determined, but likely physical abuse. No adverse event resulted from the damaged electrode belt. The last patient to use this belt did not report any deficiencies.